Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during priming. The customer's blood glucose was unknown. The customer stated that they had high blood glucose and also received no delivery alarm. The customer was treated with pump for high blood glucose and pump was not delivering insulin. The customer declined troubleshoot for high blood glucose readings. The customer was advised to revert to the backup plan. The pump will not be returned for analysis.